Event description:
A customer reported to baxter (B)(4) of a vented pacilitaxel set with clearlink in which the operator observed leakage of cytotoxic drug from the air vent of the set. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information becomes available, a follow-up report will be submitted.